Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va22an8, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller said the patient was having success with the device then had to have an unrelated surgery and during the surgery, they broke the "wire". There were no patient complications reported as a result of this event.